Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, the technical support specialist (tss) confirmed with customer that the issue was resolved and no further investigation required for this device. The system functioned as intended after the technical support specialist (tss) investigated the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ es server, user was no longer able to access pyxis. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.